Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the slitter was not returned. The catheter was slit spirally which was a technique issue. The catheter was kinked at 11 centimeters from the hub, prior to first separation area. Stress cracks were visible along the shaft prior to the first separation area. The catheter appeared damaged at implant.

Event description:
It was reported that during implant, while slitting the sheath from the lead, the sheath fell completely apart after about eight inches into the slitting. The physician was able to use a scissors to cut the remaining sheath off the lead. The lead remained in place. No patient complications have been reported as a result of this event.